Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that she was leaning over a table and the insulin pump was pressed against the table. Customer's current blood glucose reading is 63 mg/dl and has treated with breakfast. No further information reported.